Event description:
This is a veterinary event. The facility reports, during a tibial plateau leveling osteotomy (tplo) procedure, the small battery drive attachment would not secure. The procedure was delayed approximately 30 minutes while another small battery drive was retrieved. The spare device was used to complete the procedure with no further problems. There was no harm to patient noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that this device will not secure an attachment was confirmed. A functional assessment was performed which confirmed that the coupler is damaged. This is due to normal wear over time. Placeholder.

Manufacturer narrative:
Additional narrative: a service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).